Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection found no abnormalities. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr reported that this patient received shock therapy at 9:57 am on (B)(6) 2018. The technical service's consultant was informed that the electrogram has artifact and the device's sense vector was in primary. The fcr was able to reproduce electrogram noise by pressing down over the pocket site. The device's smartpass feature was not enabled. The technical service's consultant suggested that smartpass should be enabled but may become disabled again. Since device manipulation does reproduce electrogram noise, the physician may want to test the devic when programmed to alternate. If the sense b is the issue, then secondary would be the next test. Boston scientific received information from the field clinical representative that the physician has elected to program the device's tachycardia mode off. The patient has a life vest until treatment options can be discussed. The patient is scheduled for explant at a future date. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2018. The s-ICD device and electrode were explanted without incident. According to the product experience report (per) form, the patient had retracted the electrode back into the device pocket (twiddler's syndrome). An implantable device and transvenous lead system were implanted in a left subpectoral pocket location.